Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the stylet could not be inserted into the atrial lead. It was also noted that the helix could not extend during an attempt to reposition the atrial lead. The lead was not used. The patient was stable during and after the procedure.